Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced reoccurring erectile dysfunction, therefore, an inflatable penile prosthesis (ipp) replacement surgery was performed to address the problem there were no further complications. No further information was provided.